Event description:
An endurant stent graft system was selected for use in a pt for the endovascular treatment of a 6.5cm in diameter by 6.5cm in length abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as tortuous, moderate calcification, and moderate aortic neck angulation. There was narrowing of the iliac vessel on the right side. The physician elected to implant a bare metal stent inside of the right side stent graft. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results and conclusion: (kink). (Tortuous and moderately calcified vessels, and moderate aortic neck angulation).